Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported that the therapy worked great for 2yrs then it quit working 3-4 months and he met with manufacturing representative (rep) 6 weeks ago and rep checked the device and said the device is not working. Patient states he met with a health care provider (hcp) and hcp said he will need his device replace and to contact the local rep. Additional information was reported that most of the patient's contacts are showing "do not use" and are above 40k ohms. It was also noted that the patient's programming was changed.